Event description:
It was reported that during a total gastrectomy procedure, the tissue pad was damaged soon. The tissue pad did not fall into the patient. Before an error occurred, the device was replaced with another one and used to complete the case. As the tissue pad was partially detached, no piece was left in the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.